Event description:
Reference number (B)(4). Event occurred in the united states. On 01-jun-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 3.